Manufacturer narrative:
(B)(4). Method: the complaint iw910 baby control mobile infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility stated that the iw910 baby control mobile infant warmer was not generating a power fail alarm when power was removed from the device. Conclusion: without the return of the complaint device, our investigation was unable to determine the exact cause of the reported fault. As part of fisher & paykel healthcare's (f&p) quality control process, this involves the testing of the power failure alarm of every infant warmer on the production line for functionality, prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance, and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The user manual for the iw910 baby control mobile infant warmer states the following: "ensure all warmer parts and accessories are checked before returning the device to service." "Caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hydrochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces."

Event description:
A healthcare facility in italy reported that the iw910 baby control mobile infant warmer power fail alarm was not generating when power was removed. There was no reported patient involvement.